Manufacturer narrative:
Date sent to the FDA: 02/24/2011. (B)(4) - amylase level raised. (B)(4) - wound dehiscence occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch cem632, mfg date: 05/01/2010, exp date: 01/31/2015. Batch ch6783, mfg date: 07/01/2010, exp date: 07/31/2015. Batch cjm322, mfg date: 08/01/2010, exp date: 07/31/2015. Batch ckm759, mfg date: 09/01/2010, exp date: 07/31/2015. Batch clk113, mfg date: 10/01/2010, exp date: 07/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished good release criteria.

Event description:
It was reported that a patient underwent pancreatojejunostomy and choledochojejunostomy procedures on (B)(6) 2011. Suture was used with a knotted suturing technique on the pancreatic ducts, intestinal anastomosis sites and the bile ducts. Six days later, after the surgeon removed the drain from the patient's body, the amylase level was markedly raised. The surgeon suspected that the suture site may be dehisced. The surgeon opines that the suture broke or the knots untied.